Event description:
The manufacturer received information that a trilogy evo device displayed a ventilator inoperable alarm while in patient use. There is no allegation of serious or permanent harm or injury. The device was evaluated, and the technician was able to duplicate the issue. A ventilator inoperative error code e155 (evt_mach_flow_drift_high) was found in the error log. This error indicated that the machine flow sensor drifted above the specification. The flow sensor will need to be replaced to address the issue.

Manufacturer narrative:
DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of vent inoperative (evt_mach_flow_drift_high) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.